Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with a blood glucose level of 1000 mg/dl. The customer was treated with fluids and medications. The customer did not mention any symptoms related to high blood glucose level. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.